Event description:
No blood glucose levels were provided. It was reported that the customer could not start the insulin pump with a new battery. The customer also reported cracks on the insulin pump near the battery compartment. No additional information was provided.

Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Pump received with minor scratched display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window. (B)(4).